Event description:
It was reported that the patient underwent an anterior lumbar fusion at l3-4, l4-5 using rhbmp-2/acs placed inside of a peek cage. Following the surgery, the patient developed further back pain. Consequently, the patient underwent additional imaging. CT scans performed in 2011 and 2013 demonstrated that the patient had developed ectopic bone growth. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of degenerative disc disease of l3-4, l4-5 and underwent direct lateral interbody fusion(l3-4,l4-5) with percutaneous pedicle screw fixation. There were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.